Manufacturer narrative:
An attempt was made to reproduce the issue by generating the assessment and progress report for the user in carelink support application and observed that this is expected not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event that there is no evidence to suggests. To assist with the resolution, we provided below feed back to helpine the requirement for gmi is the system shall display glucose management indicator (reported as gmi2) when the reporting period is greater or equal to 14 calendar days and contain greater or equal to 10288 sg values (10 days of sensor use). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: vif the report is generated for 14 days the gmi will be present. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of this issue could be assumed due to lack of user training. We are proceeding to close this ticket. If the reported issue persists, we kindly request you create a new ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with the glucose management indicator data was missing. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.